Event description:
It was reported that the user inserted the infusion set, disconnected the tubing from the body, and then primed the tubing; the agent advised that priming should be performed while the infusion set remains attached, after which the user successfully primed the tubing, reconnected to the infusion set site, and filled the cannula to resume insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed a use-of-device problem with no device problem found and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.